Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that battery longevity was short. It was reported that insulin pump had four battery changes in two weeks. Caller reported that customer had low blood glucose of 41 mg/dl and was treated with three glucose tablets and juice, customer's blood glucose elevated to 51 mg/dl and then dropped again. Caller was advised that battery cap would be replaced. Caller called back after receiving new battery cap stating that battery cap change did not resolve issue. Caller was advised that if battery was lasting seven days, that insulin pump was working as designed. Insulin pump would be replaced per caller's request.